Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They reported an issue with the conical dissection tip, stating that there were cloudy spots (almost looked like melted plastic) on both sides of the bullet. They used another kit to complete the case and no patient harm was reported. They also could not locate the tip after the case.

Manufacturer narrative:
(B)(4). The lot # 25150652 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The certificate of conformance (c of c) was reviewed for the dissection tip. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They reported an issue with the conical dissection tip, stating that there were cloudy spots (almost looked like melted plastic) on both sides of the bullet. They used another kit to complete the case and no patient harm was reported. They also could not locate the tip after the case.